Event description:
After the patient wore the pod for between 25 and 36 hours, the insertion site became hot, irritated, red, swollen and hard. The patient removed the pod and disinfected the site, but the symptoms persisted. Two days later, the patient sought emergency care where the confirmed diagnosis was irritated insertion site. The visit lasted 45 minutes. The patient was prescribed with dalacine 300 mg and ciprofloxacine 500 mg, taken twice daily for 10 days. The site improved after completing the course. The pod was discarded and could not be returned for investigation. As treatment, a new pod was applied after the event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.